Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the inserter f/ ten construct was broken. No further information available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found on the previous design. The investigation has shown that the inner connection is indeed broken off. Unfortunately we are not able to determine the exact cause of failure. This product underwent further process to improve the design. Due to the market feedback and in terms of continual improvements this instrument was subjected to further analysis. This instrument is of the previous design.